Event description:
During pci of the mid rca, it was noted on x-ray that the distal tip of boston scientific choice 0.14 x 182 cm guidewire (ref 12132-01, lot #16603364) had broken off inside the pt. Tip was trapped with angioplasty balloon and removed from the pt. Info shared with boston scientific rep.